Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. However, the customer performed turbine differential pressure and exhalation pressure calibration as a solution, but the system have vent inoperable and transducer faults alarms shown in the event log. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that vela system does not work and alarming ventilator inoperable. The customer confirmed that there was no patient involvement associated with the reported event.